Event description:
New bag of bivalirudin was hung with a dual sign-off. A few hours later, pump alarmed that it needed more volume, rn (registered nurse) thought they changed the vtbi [volume to be infused] to be 200ml. At ~1500 hours the bivalirudin pump alarmed that the infusion was near its end, it was noted at this time that the pump rate was set to 200ml/hr. Vtbi and ml/hr [milliliters per hour] are located on top of each other on the screen and can be easily mistaken. Ml/hr can be manipulated despite this being a medication that is weight-based dosing. Pt (patient) received large dose of bivalirudin in short amount of time, dialysis completed per poison control and head CT confirmed new brain bleed.